Manufacturer narrative:
Device analysis the returned device consisted of a watchman delivery system (wds) with the closure device inside the sheath. The implant, hub, shaft, tip, and core wire were visually and microscopically inspected. Inspection revealed the tri-cuts of the tip were flared, one of the tip tri-cuts was folded inwards, and abrasions were present on the inside of the sheath tip. Damage to the implant anchors were noted. The observed sheath tip and implant anchor damage was consistent with deployment and recapture of the implant. Due to buckling of the delivery system sheath, the core wire was loose during the deployment of the implant. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was not able to be properly flushed. The device was unable to backflush, and air could not be purged from the device. The silicone valve was removed and during microscopic examination damage to the valve was found. Product analysis confirmed the reported event of difficult to flush as the device was difficult to flush and the silicone valve was damaged. Product analysis could not confirm the reported sheath peeling as no evidence of sheath delamination was present.

Event description:
It was reported that a peeling sheath occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). During the procedure the outer layer of the wds sheath peeled back allowing air to enter the device. The device was removed from the patient and the procedure was completed with a new device. No patient complications were reported.

Event description:
It was reported that a peeling sheath occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). During the procedure the outer layer of the wds sheath peeled back allowing air to enter the device. The device was removed from the patient and the procedure was completed with a new device. No patient complications were reported.